Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with plate and screw construct on unknown day in (B)(6) 2011. On (B)(6) 2012 patient returned to the or for removal of hardware. During this procedure, surgeon could not remove five distal locking screws due to screw driver idling. According to procedure, surgeon cut the screw heads off with an airtome in order to remove the screws. Surgeon believed that the problem may have occurred due to excessive stress as the patient was rather plump, or possibly that the screws may have been inserted in an incorrect direction. This is 2 of 6 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.